Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from an engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Provided 3mensio was reviewed, revealing the following observations: patient's access characteristics had presence of tortuosity, calcification, and undersized vessel dimensions (minimum lumen diameter for 14f esheath+ ' 5.0 mm). Provided device-related photo was reviewed, revealing the following observations: crimped thv, encapsulated by patient tissue, appeared to be protruding out of sheath lumen through torn liner. Liner appeared to be expanded distally and proximally to exposed thv location. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ and commander IFU's were reviewed. Warnings include 'the edwards esheath+ introducer set must be used with a compatible 0.035" (0.89 mm) guidewire to prevent vessel injury'. Precautions note 'safety and effectiveness have not been established for patients with the following characteristics/comorbidities: access characteristics that would preclude safe placement of the edwards sheath, such as severe obstructive calcification or severe tortuosity', 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints for inability to advance through sheath, difficulty or inability to insert or remove dilator, liner punctured, difficulty removing sheath and difficulty introducing sheath were confirmed through relevant imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'during implant of a 26mm sapien 3 ultra valve in the aortic position, multiple shockwave percutaneous transluminal angioplasty and stenting (pta's) were done for introduction of the 14f esheath+. The esheath+ was advanced into the abdominal aorta and the valve was advanced into the common iliac. The delivery system buckled and appeared to tear the vessel. The removal of the delivery system and valve appeared to avulse the iliac artery. In this case, 3mensio report revealed presence of tortuous, calcified, and undersized anatomy. These patient characteristics could create a challenging pathway for dilating the vessel with dilation tool, sheath insertion, and/or ds system advancement through sheath by promoting non-coaxial advancement angles and creating constrained conditions, leading to increased resistance. It is also possible that high push forces were used to overcome the resistance associated with ds passage through sheath, resulting in liner tear due to exacerbated interactions between the crimped thv struts and ptfe material. Similarly, sharp calcium nodules could damage the liner, due to increased friction, leading to a tear. Based on provided imagery, crimped thv likely caught on vessel tissue once it tore through the liner, which would make it challenging to remove the sheath. As such, available information suggests that patient factors (calcification, tortuosity, under-sized vessels) and/or procedural factors (high push force, valve caught on tissue) may have contributed to the reported event. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26mm sapien 3 ultra valve in the aortic position, multiple shockwave percutaneous transluminal angioplasty and stenting (pta's) were done for introduction of the 14f esheath+. The esheath+ was advanced into the abdominal aorta and the valve was advanced into the common iliac. The delivery system buckled and appeared to tear the vessel. The removal of the delivery system and valve appeared to avulse the iliac artery. The entire system and valve were removed and a new 14f esheath+ was introduced. A coda balloon was used to stabilize the bleeding. Multiple viabahn stents were deployed the length of the iliac system, however the patient ultimately expired. It was recognized and discussed patient anatomy led to complication.

Manufacturer narrative:
The investigation is ongoing.